Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v stenting procedure in the mid left anterior descending artery with one 4.0 x 15 mm stent and one 3.5 x 15 mm stent, overlapping, and in the proximal circumflex artery with one 3.5 x 15 mm stent. Upon routine study follow-up, it was discovered that the patient expired on (B)(6) 2010 while a patient in a long term nursing care facility. The cause of death is currently unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 4.0 x 15 mm and 3.5 x 15 mm. Other: aspirin, clopidogrel. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.